Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended and patient experienced a stimulation in the stomach. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.